Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced skin irritation at abutment site in (B)(6) 2017 and subsequently was treated with oral and topical antibiotics (date and duration not reported). In (B)(6) 2017, the skin irritation reoccurred. The recipient is being clinically managed. Additional information has been requested, however has not been made available as of the date of this report.